Event description:
Physician was attempting to treat a lesion in the left circumflex artery (cx) using sprinter legend balloon catheter. Device was removed from packaging per IFU and inspected prior to use with no issues noted. It was reported that during balloon inflation the balloon burst at 10 atm on first inflation and then detached. A piece of the separated proximal end of the balloon catheter tip remains in small distal branch of cx artery.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). No results available since no evaluation was performed. (No device was returned for analysis). Evaluation conclusion: unable to confirm complaint. (B)(4).